Event description:
It was reported that during a low anterior resection procedure, the surgeon was using the triple staple technique and the anvil was placed in the distal bowel. The bowel was transected using a different device. The surgeon attached the trocar with the proximal bowel anvil and dialed down. The gauge showed it at the bottom, but there was a big gap and the surgeon was unable to dial down any further. Another device was opened and the assistant below pushed too hard and blew out the staple line during insertion. They then aborted using the circular staplers and the anastomosis was hand sewn. Neither of the devices were fired. A leak test was performed and a leak was found. The surgeon over sewed the staple line and decided to give the pt a temporary colostomy. Three days after the procedure, the pt had a stroke. The pt was then transferred to rehab. The colostomy has not been reversed. It should be noted that the pt had a mini stroke prior to the case. The physician does not believe that there was any correlation between the event and the stroke. However, the pt did have extended time on the table.

Manufacturer narrative:
Date sent: 3/12/09. (Device b). Eval summary: device a arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The original washer was left on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted. Device b arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. After further analysis, the anvil lockout springs were noted to have scratches. This is consistent with clamping across the locking springs to reattach the removable head. It should be noted that clamping across or griping on the locking springs when attempting to reattach the detachable head assembly might prevent it from clicking into placed or attaching correctly. Please reference the instructions for use for additional info. The device was tested for functionality using the original washer. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.